Event description:
It was reported that the patent underwent additional surgery where the surgeon moved device and tacked it down. No device was explanted or replaced. The reason for this surgery was not provided. No other relevant information has been received to date.